Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fluid leaked from the tamper evident seal area on the day of placement. It was unknown whether the urine leaked or water leaked.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the fluid leaked from the tamper evident seal area on the day of placement. It was unknown whether the urine leaked or water leaked. Per mail notification received from ibc on 15jun2021, it was stated that after the investigation, the failure was related to the blue stem detached from sample port.